Manufacturer narrative:
The device was not returned to the MFR for evaluation.

Event description:
The disposable was used with stainless steel instrument during an esophago gastrectomy procedure. Reportedly, the instrument partially fired. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.